Event description:
After an implantation period of approx. 108 months, oversensing on the ventricular channel was observed at the in-office follow-up. The patient was hospitalized. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.